Event description:
It was reported that this right ventricular (rv) lead showed high shock impedances out-of-range of over 200 ohms due to a conductor fracture. The patient has been placed in a waiting list for a lead revision. This rv lead remains in service and no adverse patient effects were reported.